Event description:
It was reported intermittently the system flickered and blanked out. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera, video cable, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.